Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), ablation). Essure was removed on 9-sep-2014. At the time of the report, the heavy menstrual bleeding and vaginal haemorrhage outcome was unknown. The reporter considered heavy menstrual bleeding and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2021: mr received-new reporter, lab data, medical history, were added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), ablation). Essure was removed. At the time of the report, the menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered menorrhagia and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- event injury updated to abnormal bleeding (vaginal). New event abnormal bleeding (menorrhagia) were added. New reporter, patient information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.